Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is in a lot of pain and wants the leads taken out. They were unable to move or get out of bed as a result of the pain. They turned the device off during the night, but still couldn't handle the pain. Stimulation was turned down from 1.1v to 0.5v. The patient isn't happy and doesn't want to continue with the evaluation. They called their healthcare provider (hcp) to try and get them removed the same day as the initial report, but they still haven't heard back. On (B)(6) 2017, patient reported therapy isn't working for their symptoms and they refused to switch to the other side. Patient was advised they were having their leads removed on monday and also said the procedure damaged their back, but gave no further details. Two days later, patient said the device is causing them pain. The leads will be removed on (B)(6) 2017, but wishes they could be removed sooner. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Device evaluation (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.